Manufacturer narrative:
In the initial medwatch it was stated that the customer will return the kit for evaluation. However, the customer chose not to return the kit. The smart card and photos were received for analysis. Evaluation of the data confirmed that a blood leak (centrifuge) alarm had occurred. A review of the photographs confirmed the reported leak. The analysis determined that the root cause of the leak was delamination of the upper bearing stop from the drivetube. The bearing stop delamination allowed the drive tube to rub against the wall of the centrifuge chamber, damaging the drive tube and causing a leak. Corrective and preventive actions have been initiated to address potential root causes of drive tube delamination. (B)(4).

Event description:
The customer reported a drive tube break at 1316 ml whole blood processed. The customer stated it was a big blood leak. The leak detector was broken. The customer stated that the kit was installed correctly. There was a loud noise and then a system pressure alarm. The customer stated that there was no blood leak alarm. The treatment was in double needle mode, and there had been no other alarms during the treatment. An acd-a ratio of 12:1. When removing the kit there was a return pressure alarm. The patient was stable, and there were no physical consequences apart from a missed treatment. There was no need for a blood transfusion, since they returned the plasma from the return bag to the patient. The negative fluid balance was 135 ml, and the estimate blood loss was 200-300 ml. Service order, (B)(4), was generated in order to replace the centrifuge leak detector strip and sensor. Pictures have been received for evaluation and the customer has also agreed to send the kit.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d106 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break, alarm #18: system pressure, and alarm #17: return pressure. No trends were detected for these complaint categories. Corrective and preventive actions were initiated for complaint categories, alarm #18: system pressure and alarm #17: return pressure, and they are now closed. A corrective and preventive action was initiated for complaint category, drive tube leak/break. Service order, (B)(4), feedback: the service technician cleaned the instrument due to the blood leak and also changed the leak sensor and strip. The technician then successfully performed the system checkout procedure. No further action was required. This assessment is based on information available at the time of the investigation. The kit has yet to be returned to the manufacturer. Once the kit is returned, an analysis of the kit will begin. The analysis of the pictures has already begun. A supplemental report will be filed when all the analysis is complete. Meddra codes: lt-device malfunction (B)(4).